Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. The legal manufacturer reviewed the content of this complaint for further investigation. As a result of confirming DHR, it was confirmed that there were no abnormalities in manufacturing, special adoption, and variations. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event is as follows: the red endoscope image (failure of dp substrate) a repair report confirmed the failure of the dp substrate. Based on this, it was speculated that the long-term continuous use since 2013 resulted in the development of abnormalities in the color tone of endoscopic images due to the chronological degradation of some devices on dp substrates.

Manufacturer narrative:
The device was returned to the service center for evaluation. The evaluation confirmed the user¿s complaint of a ¿red image.¿ the required a new type switch and software update. The red image was attributed to a faulty patient circuit assembly.

Event description:
The user facility reported that upon receipt from service, after the video processor was set-up and plugged in a red image was observed. The video processor was removed and replaced with a second processor and the image appeared normal. The user reported using the same scopes, same cables and same monitors on both processors. There was no report of patient involvement.